Event description:
It was reported that during an unknown procedure, the device broke in half and fell into the patient. Piece of the device was retrieved and case was completed without patient consequence.